Event description:
The pt received his scs system, including a surgical lead, on (B)(6) 2010. It was reported that the amplitude was auto-reducing for multiple pt programs, and three lead contacts exhibited invalid impedance measurements. An x-ray revealed no anomalies. It was reported that the pt could not be adequately reprogrammed without using the invalid lead contacts. A replacement programmer allegedly produced the same issues. The physician requested that the pt be reprogrammed in a way that delivered stimulation for the pt even if it was not providing ideal relief. The pt was programmed and reported ineffective stimulation. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.